Event description:
Reportedly, during testing, it was found that the fio2 value set was higher than the displayed value. An oxygen sensor calibration did not solve this issue. Upon replacing the oxygen sensor, this issue was resolved. There was no patient involvement reported.